Manufacturer narrative:
Summary of evaluation: evaluation cannot be performed. The packaging was not returned to howmedica rutherford.

Event description:
Reporter states that when the hospital attempted to open the sterile package, it tore unevenly and contaminated the implant. There was no adverse consequence for the patient or delay in surgery or anesthesia time.